Event description:
The hospital reported an error resulting in loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. No patient information provided to date after calls to customer 07/07/22 and 07/13/22. (B)(4). Legal manufacturer: (B)(4).